Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on unknown date and a reservoir was used. After surgery,, negative pressure was applied. Then, much of blood was accumulated in the reservoir which was placed on the foramen of winslow, so exudate was collected, and the reservoir was reconnected. Negative pressure was re-applied, then the reservoir was swelled, but exudate could not be sucked. Another reservoir was replaced, and suction could be done. The patient was hepatitis c patient. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020.